Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. Based on available information, no further investigation can be performed at this time. The root cause can not be determined. The correlation between reported product and the adverse event is unconfirmed. No conclusion can be drawn. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56..

Event description:
The following information was obtained through medwatch report. Report number: mw5115862. The event description was: "patient was seen in 2016 and prescribed acuvue 2 lenses. She didn't have any eye care from 2016-2023. During this time she went online to hubble contact lenses who not only filled her very expired prescription but refit her to their brand of 1 day lenses without an exam. It also appears they refilled her rx without obtaining an updated prescription. She was not educated on how often to replace these lenses so she wore daily disposable lenses for months at a time. When she came (B)(6)2023 she was in a lot of pain/ discomfort and her vision was very blurry. There was significant cornea edema and staining. At her follow up visit there was still a lot of cornea edema and induced astigmatism that has not resolved. She still has induced astigmatism and permanent corneal neovascularization. It's appalling they are able to do this." On (B)(6) 2023, the further information was received from the product importer/distributor. The initial reporter responded the product importer/distributor that the patient has recover. No additional information could be provide.